Event description:
Device malfunction: suture break (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a suture break occurred. The device angle was not correct. The device was removed and a second proglide device was used; however, the knot delivered above the skin because the device was pulled back. The patient had a "difficult deep vascular and super fatty tissue track". The device was removed and hemostasis was achieved using a third proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #2 - proglide (lot# 69089-6h), is being filed under a separate medwatch report.